Event description:
Affiliate reported that the device would not reprogram after MRI scan and needed to be explanted.

Manufacturer narrative:
The investigation did not confirm the problem. No programming problems were noted during the evaluation at the investigation site. The serial number of the valve was found and the product code was reported to be 82-3100. A preliminary analysis was carried out on the valve before being sent to the investigation site for evaluation. It was noted that the valve was occluded and could not reprogram as expected. After the decontamination process, the valve succeeded to reprogram and successfully passed the flow test. Therefore, the product was sent to the evaluation site for investigation. The valve was on position 50 mmh2o when received. Water was noted in the valve casing, which was probably residue of water used during the decontamination procedure. The valve was tested for programming. The valve succeeded to reprogram. The valve was examined under a microscope at appropriate magnification and nothing abnormal that could be considered as a potential source of failure was noted. It seems that the biological debris, which interfered with the ability of the valve to flow and to reprogram softened and was flushed out during the decontamination process and/or during preliminary flow test. No observations were made that would explain the problem encountered by the customer. No problems were noted during the examination of the device. All lot history records are reviewed for completeness prior to the release. At that time, it was verified that the products were conforming per required specifications. No corrective action is needed based on the results of the evaluation. Trends will be monitored for similar complaints.